Manufacturer narrative:
The first peritonitis occurred on an unspecified date in (B)(6) 2020. The second peritonitis occurred on an unspecified date in "late (B)(6) 2020". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was discharged from the hospital and was recovered from the peritonitis event. Pd therapy was ongoing. On an unreported date one month after the first peritonitis event, the patient experienced a second episode of peritonitis. The cause of the event was not reported. It was reported the patient was hospitalized for the event ¿for around one week¿, then subsequently discharged. The patient received unknown antibiotics during hospitalization for the peritonitis event (no further details). The patient was recovered from the second episode of peritonitis. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.